Manufacturer narrative:
Submit date: 02/10/2017 an investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports the unit has a blank display. Issue found during pm. No patient involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of blank display. The unit was triaged and the customer¿s reported condition was confirmed. The potential root cause was a possibly damaged flex cable to the pcba. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.